Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number provided is not a bd batch # recognized in the system.

Event description:
It was reported that an unspecified number of syringe integra 3ml ll experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 305283, batch no.: unknown. Per email: there has been noted leakage at the connection of the needle and syringe, more than a dozen have been leaking at the connection site.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe integra 3ml ll experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 305283, batch no.: unknown. Per email: there has been noted leakage at the connection of the needle and syringe, more than a dozen have been leaking at the connection site.